Event description:
AED used on pt, AED continuously repeating to check pads. Bio-med came to clinic to check the AED, AED functioning, pads were not working. Bio-med threw the pads away before contacting clinic manager or our bio-med team.